Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the catheter was found leaking during use on the patient." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one s-l catheter for analysis. Definite signs of use were observed on the proximal end of the catheter body. Visual analysis revealed a hole on the catheter body towards the 15cm marking. The edges of the hole were smooth and tapered, consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). The catheter graphic was additionally reviewed, and it was revealed that the catheter body does not contain a skive hole as it is a single lumen catheter. The overall length of the catheter measured 204mm which is within the specification limits of 201.5mm - 210.5mm per the catheter product drawing. The outer diameter (od) of the catheter measured 1.715mm which is within the specification limits of1.65-1.75mm per the catheter extrusion drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen." When flushing the extension line, a leak was observed at the hole which was adjacent to the 15cm marking. A manual tug test confirmed that the extension line was secure within its luer hub. The manufacturing facility was consulted as a part of this complaint investigation. They stated that the catheter does not contain a skive hole and confirmed that during production of the catheter, no sharp object is introduced during their processes which could result in the observed damage. Therefore, based on their analysis, it was more likely that improper handling with the catheter resulted in the damage. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a leaking catheter was confirmed through investigation of the returned sample. Visual and functional inspections revealed a hole in the catheter body towards the 15cm marking. The edges of the hole were smooth and tapered, consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). The catheter showed signs of use along the body, which indicates that the sample was handled by the customer. The mfg facility was consulted, and they stated that the damage was likely not related to the production of the catheter. Therefore, based on the customer report and the circumstances of the received sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on re-ports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported that "the catheter was found leaking during use on the patient." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".